Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a highest reported value of 142 mg/dl after consuming coffee with cream and sugar, and without device alerts or interruptions. Symptoms included hyperglycemia without adverse clinical effects. Outcomes included no need for medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education with guidance to hydrate and monitor, and follow-up confirmed values returned to the user¿s typical range. Investigation of this case revealed no device alarms or malfunctions, no supply changes during the event, and no device performance issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.